Event description:
The physician reported she removed and replaced the iol due to her observation of a foreign substance in the optic. The lens was replaced 2 weeks postoperative.

Event description:
The customer stated the architect i2000 analyzer generated false reactive hiv ag/ab results for one patient sample. The initial result was reactive. The sample was retested in triplicate generating non-reactive results. Additionally, there has been an increase in error code 1007, unable to process test, activated read failure. Field service was dispatched to service the architect and reduce the possibility of static discharge. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Evaluation: the investigation unit has evaluated this customer complaint and has determined that it is not associated with remedial action reporting number 1415939-2/27/09-003-r and is therefore unassigned. This is the final report.

Manufacturer narrative:
(B)(4). Correction to previous medwatch -02 follow up: additional architect reaction vessel lot 71452p100 was incorrectly associated with the remedial action recall 1415939-2/27/09-003-r. This lot was in use at the customer facility, but was not associated with the recall. The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Suspect medical device: reaction vessel lot 71452p100, expiration date: na. Upon further review, the customer issue is associated with remedial action reporting number 1415939-2/27/09-003-r, as the reaction vessel lots of suspect medical device were in use at the customer facility, therefore, this medwatch submission was corrected from na to remedial action reporting number 1415939-2/27/09-003-r. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
Boston scientific crm received information that this lead was capped due to an infected pocket. The pocket was cleaned out and the lead is to be watched for three months. If the infection persists, the lead will then be explanted. There was no report of adverse patient effects due to the explant procedure.